Manufacturer narrative:
This report is being filed against an ex-us product (02k91-35) which has a similar product (02k91-27) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer questioned the increasing shift in the architect ca19-9 results from one patient. The patient has been monitored and the results were as follows (u/ml): (B)(6): 2078. (B)(6): 10453. (B)(6): 11475. (B)(6): 23050. (B)(6): 25047. The customer indicated that the results generated with non-abbott methods were much lower than the above results. The customer also indicated that the architect results did not align with negative clinical findings of the ultrasound test. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify atypical complaint activity related to falsely elevated results. Accuracy testing was completed using retained kits of reagent lot 34238m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performed per specification. No malfunction was identified; this issue was limited to one patient with multiple samples. The customer performed troubleshooting of the samples. One sample did not dilute linearly and one of the other samples did dilute linearly. Based on the evaluation results, no malfunction or product deficiency was identified to be related to this complaint issue.